Event description:
Received suspected adverse drug reactions report from committee on safety on medicines of the medicine control agency submitted regarding a male with corneal ulcers. Report submitted by a physician. Report states patient wore 1-day acuvue from 2006 to 2007. The patient reports treatment for corneal ulcers between 2007 through 2008. The form reports "involved or prolonged inpatient hospitalization" and "involved persistent or significant disability for incapacity." Another form for the same patient reports use of a "seniflon a" contact lens from 2007 to the following month "as needed." It is presumed this is meant to be senofilcon a (acuvue oasys). Information received is inconclusive as which lens type was actually associated with the event. The physician also reports the patient was wearing durasoft 3 colors three month in 2007. The report states the patient was taking acrivastin po prn for allergies and erythromycin 250mg po for a cough in the 3 months prior to the reported injury.

Manufacturer narrative:
Several attempts have been made to contact the physician at the phone number provided without success. Based on all available information, no causal factors can be determined and no conclusion can be drawn. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Device labeling single use or reuse. No conclusion can be drawn.